Manufacturer narrative:
It was reported that the migration was observed that a placed stent migrated to third portion of duodenum from placed region. It was successfully passed in the criteria of manufacturing and inspection as a result of confirmation of device history record for the relevant product. But it is impossible to return suspected device because stent was not removed from the patient. Migration can be occurred by other company's device as well as ours. It is affected by patient's lesion status, peristalsis of organs, and drug use in general. It is, however, hard to find out exact root cause for this complaint because the suspected device was not returned and it is difficult to reconstruct the situation at the time of procedure with limited information. According to device history records, there was no problem with that device. So it is difficult to judge migration by device malfunction. There is additional information about the relevant device such as a picture. Also, it is impossible to identify the exact root cause because it is hard to recreate the situation at the time of procedure. This suspected device is not registered in the us but we will continuously monitor the same or similar customer complaints through accurate analyses.

Event description:
(B)(6) 2016: dct2012bp was placed. Date is unknown: in the x-ray examination, the migration was observed that a placed stent migrated to third portion of duodenum from placed region. Since it was observed that the stomach has been bulged, the surgeon thought that it has been ileus state caused by advanced gastric cancer. Therefore, gastrointestinal suturing operation that sutured the stomach and jejunum was performed. The placed stent was remained since the surgeon thought that it seems high risk to remove the stent. The surgeon also commented that he guesses this case is a complication caused by using covered stent.